Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring power error that was not resolved through previous troubleshooting. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. Power management tool confirms the unloaded voltage loaded voltage are within specification. However, pump error 25 found at the long trace history file. Unit had intermittent non-sleep anomaly software error. Unit received with cracked retainer, minor scratches on case and minor scratches on lcd window.